Event description:
While opening the balloon pump, it was discovered that the balloon was kinked or damaged. This was noticed when the box was opened, and the balloon was getting prepped for insertion.